Event description:
Patient underwent initial implant surgery of a matrix system on (B)(6) 2013. During a post-op visit, date unknown, an x-ray revealed that the rods slipped out of each of the heads at the proximal end of the matrix construct at l3 on both sides. Revision surgery was performed on (B)(6) 2013, to remove the rods and extend the construct. Intraoperatively, the surgeon found that the segment was over distracted and two caps had slightly loosened. The caps were noted to be in the screw heads and there was no visible damage to the rods, screws or caps. Eight caps and two rods were removed without difficulty. The surgeon attempted to remove the polyaxial head of the screw on the left but could not get the instrument to engage into the poly head (there was no damage noted to the instrument or implant). Instead, the surgeon replaced the left 7 x 45mm l3 screw with a new 8 x 45mm screw. The right l3 polyaxial head was removed and replaced with a new head. There was no visible damage to the head that was removed. The surgeon placed two 7 x 50mm matrix screws in l2. He put in two 200mm x 5.5mm ti rods in l2 through s1 and secured each level on both sides with a matrix cap without the saddle. The three original snap-on transconnectors were easily removed and replaced with new snap-on transconnectors. There was no visible damage to the transconnectors noted. Allograft and local hip grafts were placed in the lateral gutters. The procedure was reported to be successfully completed. This report is 1 of 15 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. This device was used for treatment not diagnosis. Placeholder.

Manufacturer narrative:
Device is for treatment, not diagnosis. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.